Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to vascular stenosis, the lead was pushed and pulled several times, the operability was poor and when the lead was checked outside the body, the lead surface was deformed and that the helix did not extend. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction was created to correct section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead was bent upon ventricular implantation. The blood was vessel was constricted which bent the lead. The lead was never in service. No adverse patient effects were reported.